Manufacturer narrative:
N/a.

Event description:
The following has been reported: the user reported that upon initiating the treatment, the device powered off and did not turn back on, despite being connected to the power supply. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.